Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding charge. The patient also reported that the subject meter displayed an ¿error 1¿ message during testing. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issues began on (B)(6) 2017. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management when she was unable to test her blood glucose due to the alleged issues. The patient reported developing symptoms of feeling ¿sleepy¿ and had ¿tremors¿ but was unable to confirm during the follow-up call if they developed prior to after the alleged issues began. During the follow-up call, the patient claimed she associated the symptoms with both high and low blood glucose. The patient denied receiving any treatment for the symptoms. During the follow-up call, the patient attributed the symptoms to being unable to test her blood glucose with the subject meter due to the alleged issues. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had not charged the meter until the ¿charge complete¿ message had appeared. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issues could not be ruled out as a cause or contributor to the event.